Event description:
It was reported that the pedal was stuck and the device run continuously unintended. No case involved.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and found the housing was scratched. Footswitch failed functional testing with a handpiece error using a known good control unit and mdu. Footswitch did not run continuously during functional testing but the right pedal did fail to function properly. The actuator for the right pedal is stuck from corrosion buildup. The complaint of not functioning properly was confirmed and the root cause was determined to be a corroded right pedal actuator. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.